Event description:
It was reported that stent migration occurred. The 70% stenosed target lesion was located in a mildly tortuous and moderately calcified vessel in the iliac artery. An 8x100x120 epic stent was advanced for treatment. Following deployment, the stent migrated. The device was removed with a snare and the procedure was completed with a different device. It was noted there was a mistake in the size measurement. No patient complications were reported. The patient was fine post procedure.